Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two axium coils were found stretched and another two axium coils would not detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. The accessed vessel was the femoral artery. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that axium coil (lot #226008758 and 226008758) was stretched and successfully implanted after replacement. It was reported for the echelon catheter the spring coil could not be delivered to the lesion, but the operation was successfully completed after replacement. It was reported that the axium coil (lot # 226235035 and 225769257) was difficult to detach and implanted smoothly after replacement. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: the axium implant coil pushwire was found to be kinked at load indicator ~3.6cm from proximal end. The axium implant coil was found to be still attached, stretched and damaged within introducer sheath. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no issues found with the echelon catheter. There was resistance during delivery of qc-3-6-helix in the echelon catheter. Two attempts were made to detach the coil using the manual menthod. Prior to non-detachment adjusted the position of the coil multiple times in the aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.